Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 190mg/dl-200mg/dl fasting. Verified the strips expire 1/16/2017. Customer confirms the strips have been properly stored and were first opened 1 month ago. Customer performed a blood test and obtained 220mg/dl fasting. (B)(6). Customer had these results about 2 or more weeks ago when customer was on albuterol and prednisone and the blood sugars compared to another meter were reading higher, than another meter at the hospital and at home. Customer does not test regularly. Customer is no longer on medication. Customer ran a blood on call since customer has not run the blood glucose test in a while and it read 202mg/dl within expected. Customer is not using the suggested blood glucose testing technique.